Event description:
It was reported while using bd plastipak¿ 3ml syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: loose syringe plunger, leaking medication, loss of material and risk of contamination with biological material.

Manufacturer narrative:
Photos received by our quality team for investigation. Through visual evaluation, damaged plunger is observed which likely caused the leakage past stopper. A device history review was performed for the reported lot 2265875, maintenance records related to the failure was identified. Based on the teams investigation, possible root cause is associated with the molding process, due to a chemical reaction of the components of the water used for cooling mold. The lack of refrigeration can cause deformations in the molded component.

Event description:
It was reported while using bd plastipak¿ 3ml syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: loose syringe plunger, leaking medication, loss of material and risk of contamination with biological material.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.